Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was sticking. It was also reported that the pump's alarm volume was too low. There was no reported adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.